Event description:
It was reported that the ventilator failed the pre-use check for safety valve issues.there was no patient involvement.(B)(4).

Manufacturer narrative:
No logs or parts were returned for investigation. The hospital performs its own repairs therefore no investigation has been performed. The hospital requested a software update and purchased a new expiratory channel printed circuit board. According to the hospital the expiratory channel board fixed the safety valve leakage reported and the ventilator was put back to clinical service. The expiratory channel board contains electronics including microprocessor for handling of safety valve control. Since no parts of device logs were obtained we are unable to confirm the reported problem or determine its root cause.

Event description:
(B)(4).